Event description:
Site reports on the submitted ae form that the patient presented and was diagnosed with femoral implant loosening which resulted in revision of right tka on (B) (6) 2009.

Manufacturer narrative:
Evaluation summary: device was in-vivo approximately 2.5 months. No product was returned for evaluation. Also, no x-rays were returned for review. Patient activity level is unknown. Based on the available information, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc considers the investigation closed.